Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eight months postoperatively to a cardiac ablation procedure, the patient presented with symptoms of angina pectoris. A coronary angiogram did not show any significant abnormalities. Beta-blocker and vasodilator medications were inititated and the patient was hospitalized for three days. Approximately two weeks later, the patient returned with continued angina pectoris symptoms. The patient's antiplatelet and anticoagulant medications were discontinued. The patient returned home against medical advice. No further patient complications have been reported as a result of this event.